Event description:
It was reported that a patient received a questionable result when testing with coaguchek inrange meter serial number (B)(4). When tested with the meter, the patient received a result of > 8 inr. When a sample from the patient was tested in the laboratory using the stago method at an unknown time on the same day, the result was 4.83 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch occupation - the occupation is patient/consumer.